Event description:
A customer reported to baxter customer service one unit which had the pouch opened. The unit was not used by the patient and no injury was reported. The sample will be available for evaluation.

Manufacturer narrative:
(B)(4). The sample has been reported to be available. A follow-up report will be submitted upon completion of baxter's investigation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). A batch review was performed for the reported lot (89rghc) and no quality or functional issues were found. It was confirmed by the distribution area that the primary packaging was broke due to product handling by the patient. As a corrective action, the patient was retrained personnel of the clinical coordination.